Event description:
Pt arrived for adriamycin chemotherapy treatment. IV line established with 500 ml normal saline (ns) via primary IV tubing via PICC line to right upper arm. After rn checked blood return with adriaymcin in texium 60 ml syringe, rn administered 2cc adriamycin into clave port. Rn noted red liquid (adriamycin)on gauze held over texium/ clave connection. Pharmacist notified immediately. Connections verified, and appeared to be intact all around the syringe and clave port. Rn disconnected syringe and reconnected and pushed 2 additional ml of adriamycin with more red liquid noted on gauze. Rn and pharmacist agreed leak was at connection. Rn disconnected adriamycin and pharmacist returned to the oncology pharmacy to place remaining adriamycin into 2 separate texium 30ml syringes. Primary IV tubing discontinued and new IV tubing connected to PICC line. Rn administered the 2 adriamycin syringes without any leaking. Total chemotherapy leakage was size of 1/2 dollar coin. Contaminated gauze and syringes placed in chemo bucket and discarded. No patient harm noted. Manufacturer response for primary IV tubing, smartsite infusion set (per site reporter): called carefusion customer service to report equipment failure and left voice mail message. Awaiting a call back at this time. Bd customer advocate will open an investigation.